Manufacturer narrative:
Follow-up #1 date of submission 10/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2015 with the following findings: during testing, lines were observed on the display. A display flex failure was found. A test screen was installed and displayed properly. The pump was returned with moisture in the battery compartment and on the battery cap. The pump failed a leak test due to a cracked alongside the battery compartment and on the top right corner between the display lens and the pump seal. No moisture ingress was found in the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a line running through the display. There was allegedly moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.